Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm check settings. Customer's blood glucose at time of incident was 22 mg/dl. Customer was hospitalized for low blood glucose. Customer stated that the representative has already checked the settings and her doctor is monitoring there settings. Customer stated the reservoir was manipulated while connected. Customer stated that the pump exposed to magnetic field such as MRI. Customer was advised to monitor pump and blood glucose.